Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was admitted to the hospital. The customer passed out. The cause of hospitalization as per healthcare provider is patient found unresponsive. The customer is currently still admitted. The customer insulin pump was dropped and it was cracked in multiple placed. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.